Event description:
Reporter alleged obtaining a discrepant blood glucose result of hi (greater than 600 mg/dl) back to back with a result of 139 mg/dl on the advantage system when testing was performed less than 10 minutes apart. Reporter stated that he took insulin based on the higher result. No other actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.